Manufacturer narrative:
The reported events were dislodgment and inadequate capture. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix extended and covered with blood and tissue. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The damages noted are consistent with procedural damage.

Event description:
It was reported that the patient presented in clinic. A device interrogation found that the patient's right atrial (ra) lead exhibited high capture threshold, and their right ventricular (rv) lead exhibited high capture threshold and low sensing. The ra and rv leads were explanted and replaced. The patient was stable.